Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s lead was popping out of their skin at the implantable neurostimulator (ins) site. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative told the patient to contact their physician to see what they would advise. It was further reported on (B)(6) 2017 that when the patient¿s leads were replaced, it was noticed that the leads were loose from the ins. The leads remained loose even after tightening them down with a torque wrench. The manufacturer representative stated that the lead tail in the 0-7 port migrated out of the port and worked its way out externally through the patient¿s skin. It was noted that the ins was replaced and would be sent back for analysis. Afterwards, an existing lead was reconnected to the ins and impedances were normal at the end of the procedure. It was noted that the issue occurred on (B)(6) 2017 and had been resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative contradicted their original report and stated that no lead revision occurred and just the ins was replaced. No further complications reported.